Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.75x28mm promus element plus was advanced for treatment. However, during the procedure the shaft got broken when the delivery system was inserted inside the patients body. No patient serious injury or adverse event were reported and the patients status was stable.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.75x28mm promus element plus was advanced for treatment. However, during the procedure the shaft got broken when the delivery system was inserted inside the patients body. No patient serious injury or adverse event were reported and the patients status was stable. It was further reported that the broken shaft was outside the patient's body for 1.26cm from the hub and so it was easily removed.